Manufacturer narrative:
Problem code captures the reportable event of dart detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an uphold lite (tm) with capio slim (first device, MFR report #3005099803-2018-60067) and a capio slim (second device, MFR report #3005099803-2018-60069) were used during an anterior apical support procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two consecutive capio slim devices had their darts detached from the suture after a single pass. Both darts were recovered from the head of their respective capio devices. The procedure was completed with an opc capio device. There are no adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4) captures the reportable event of dart detachment. A visual examination of the returned capio slim device revealed that there was no damage to the capio slim suture capturing device. The device functioned as intended. The uphold lite mesh assembly was not returned. The investigation concluded that the most probable cause for this event (dart detachment) is manufacturing deficiency which indicates that the problem is traced to the manufacturing process. An investigation was opened to address this event. It concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an uphold lite (tm) with capio slim (first device, MFR report #3005099803-2018-60067) and a capio slim (second device, MFR report #3005099803-2018-60069) were used during an anterior apical support procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two consecutive capio slim devices had their darts detached from the suture after a single pass. Both darts were recovered from the head of their respective capio devices. The procedure was completed with an opc capio device. There are no adverse patient effects as a result of this event.

Manufacturer narrative:
Problem code (B)(4) captures the reportable event of dart detachment. A visual examination of the returned capio slim device revealed that there was no damage to the capio slim suture capturing device. The device functioned as intended. The uphold lite mesh assembly was not returned. The investigation concluded that the most probable cause for this event (dart detachment) is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required. Updated to report the correct root cause for the event for dart detachment.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an uphold lite (tm) with capio slim and a capio slim (second device, MFR report #3005099803-2018-60069) were used during an anterior apical support procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two consecutive capio slim devices had their darts detached from the suture after a single pass. Both darts were recovered from the head of their respective capio devices. The procedure was completed with an opc capio device. There are no adverse patient effects as a result of this event.